Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose 400 mg/dl at the time of incidence, current blood glucose is 118 mg/dl. Customer was using auto mode feature at the time of high blood glucose level. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Insulin pump will not be returned for analysis.